Event description:
Discrepant t4 results when comparing 2 different lots of calibrator set in addition to results with a different methodology. The following examples were provided, units of measure ug/dl: initial 6.2, repeat with different calibrator lot 7.31, repeat with different method 8.1, repeat with same method, different instrument 8.12. Initial 9, repeat with different method 10.9. Initial 7.1, repeat with different calibrator lot 8.27, repeat with different method 8.7, repeat with different instrument, same method 8.67. Initial 8.8, repeat with different calibrator lot 10.62, repeat with different method 10.4, repeat with different instrument, same method 11.24. Initial 6.7, repeat with different calibrator lot 7.44, repeat with different method 7.5, repeat with different instrument, same method 8.26. Initial 6.9, repeat with different calibrator lot 7.73, repeat with different method 8.5, repeat with different instrument, same method 8.82. Initial 6.4, repeat with different calibrator lot 7.6, repeat with different method 7.6, repeat with different instrument, same method 8.2. Initial 7.2, repeat with different calibrator lot 8.67, repeat with different method 8.8, repeat with different instrument, same method 8.58. Initial 6.9, repeat with different calibrator lot 7.65, repeat with different method 9, repeat with different instrument, same method 8.93. Initial 7.8, repeat with different calibrator lot 8.65, repeat with different method 10, repeat with different instrument, same method 9.82. Initial 12.38, repeat with different calibrator lot 8.18, repeat with different method 15.2. Initial 8.32, repeat with different calibrator lot 8.99, repeat with different method 10.4. If additional info is received, appropriate notification will be provided.